Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR for the aer (sn (B)(4)) was reviewed and no issues were noted. The service and complaint history for six months (from (B)(4) 2009 to (B)(4) 2010) shows no similar leak related issues with the unit. Additionally, no trends with the same part being replaced can be seen. Trending analysis for fluid leak issues was completed for (B)(4) 2009 through (B)(4) 2010. The trend line lies below the upper control limit. The fmea (failure mode effects analysis) for the aer showed that all leak related failure modes have overall risk numbers (rpn) below the threshold of 100. The shuma (system hazard and user misuse analysis) was reviewed for user repeated exposure hazards. The initial risk numbers were all 4 or lower, which would be category I, or "broadly acceptable risk". The hhe (health hazard evaluation) was reviewed for user complaints of symptoms such as shortness of breath, coughing, dizziness, and hallucinations for cidex opa/disopa. The hazard index was found to be 3 or lower, indicating negligible risk. The hhe (health hazard evaluation) was reviewed for complaints of "headaches" for cidex opa/disopa. The hazard index was found to be 3 or lower, indicating negligible risk. The issue was confirmed by the fse. The hose to the tank assembly was disconnected. The complaint was resolved by reconnecting the hose to the tank assembly. No parts were replaced. The trending shows that the failure is not significant and the risk associated with the leaking is low.

Manufacturer narrative:
An asp field service engineer (fse) was dispatched to assess the system. The fse found the system in the corner not powered on. The fse turned on the system and found the hose to the top of tank assembly not connected. The fse reconnected the hose and ran empty basin cycle. The system meets manufacturers' specifications.

Event description:
The customer reported their automatic endoscopic reprocessor (aer) was leaking cidex activated dialdehyde solution. The customer stated that the leak was coming out of the front right hand side of the aer system where the overflow tube is located. The customer was not getting any e01 error message codes. However, whenever a cycle was run, the aer would leak. There was no human reaction due to the cidex activated dialdehyde solution leak.